Event description:
It was reported that a irrigation port detachment occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. While tightening the flued line, the irrigation port detached from the catheter. The farawave catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated. A guidewire was inserted through the catheter, and the catheter was able to be deployed to basket and flower configurations successfully. Flushing of the catheter was not possible however as the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported event was confirmed.

Event description:
It was reported that a irrigation port detachment occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. While tightening the flued line, the irrigation port detached from the catheter. The farawave catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.